Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the lower extremity. The armada 35 9/60 mm percutaneous transluminal angioplasty catheter balloon ruptured in the anatomy during the second inflation at 11 atmospheres. The armada was replaced with another abbott balloon dilatation catheter to complete the procedure. The device was prepped according to the instructions for use with the catheter flushed with heparinized saline, negative pressure applied to the balloon to draw out air before insertion of device with no issues found. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.